Manufacturer narrative:
This device has not been returned. It remains in the patient mouth. No lot or order number has been provided. Reviewed x-rays cannot make a definitive determination of cause. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw fractured and could not be removed.